Event description:
It was reported that a pump declared alarm 20 during insulin delivery, which prevented the successful loading of a cartridge. The customer declined to answer questions regarding any impact on blood glucose levels. Technical support assisted the customer in loading a new cartridge but were unsuccessful due to recurring alarms and decided to replace the pump. The customer understood how to put the pump into storage mode and acknowledged receipt of instructions to return the pump using a prepaid label. They opted to use multiple daily injections as a backup therapy to ensure continued insulin delivery.